Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. Unable to test for alarms due to the unresponsive buttons. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. When he pressed the esc and act buttons on the insulin pump, they were unresponsive. Customer's blood glucose level was over 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.